Manufacturer narrative:
Event date was not reported, the aware date was used as an estimate.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient had a follow up transesophageal echocardiogram procedure 6 months post procedure. The images showed that the patient had a device related thrombus. The event is ongoing.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient had a follow up transesophageal echocardiogram procedure 6 months post procedure. The images showed that the patient had a device related thrombus. The event is ongoing. It was further reported that the patient was on pradaxa and aspirin from the date of implant until their 45 day follow up procedure. The patient was on dapt from their 45 day follow up procedure until the device related thrombus was noted. After noting the thrombus the patient was put on xarelto and aspirin. The patient has since been discharged from the hospital doing fine.